Event description:
Customer reported the insulin pump had a blank display. Customer stated the same issue occurred last summer and then it responded a couple hours later. Customer stated the device was still delivering insulin and could still deliver bolus with audio tone. Customer's blood glucose was 153 mg/dl. No signs of physical damage were noted on the device. Customer stated the device was dropped in the past but was not exposed to moisture. Customer clean contacts, inserted a new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with currents within specification. No blank display, however the device was received with missing segments and or partial display due to zebra connector cracked. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.